Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the lv pacing percentage had decreased for this left ventricular (lv) lead. Technical services reviewed the presenting electrogram (egm) in the remote monitoring system and discussed the lv lead was oversensing an artifact, possibly the left atrium or the right ventricle, which resulted in inhibition of lv pacing. It was recommended to see the patient in the clinic for evaluation. The clinician could measure the artifact and adjust the lv automatic gain control (agc), or program off lv sensing, to increase the amount of lv pacing for the patient. No adverse patient effects were reported. The lead remains implanted and in service.